Manufacturer narrative:
The calibration and qc data was requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ft3 iii (ft3 iii) and elecsys ft4 iii (ft4 iii) on a cobas e801 module compared to the abbott architect method. The results from the e801 module were reported outside of the laboratory where additional testing was requested. The sample was submitted for investigation where discrepant ft4 iii results were also identified by the centaur method and an e801 module used at the investigation site. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results. The ft3 iii reagent lot number used at the investigation site was 476059 with an expiration date of aug-2021. The customers e801 module serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4).